Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter tip was damaged upon removal from packaging. The catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Visual inspection of the catheter showed that the service loop was intact but the shaft was broken at the proximal end near the ECG connector. No ECG signal wires were broken inside the shaft. Also, the shaft was kinked 2.26 inches from the ECG connector edge. Product analysis findings do not indicate manufacturing related defect. In conclusion, the reported mapping tip damage was not confirmed. The catheter failed the return product inspection due to a broken shaft at ECG connector attachment. Also, there was a shaft kink. If information is provided in the future, a supplemental report will be issued.